Event description:
Site reported the computer of the superdimension system was operating very slow. The site cancelled the case and the pt was under general anesthesia. There was no report of harm or injury to the pt.

Manufacturer narrative:
A component of the system, the pc was returned for eval. Tests performed concluded the pc was fully functional and operated within spec. There was no harm or injury to the pt reported. In an abundance of caution, this event is being reported due to the add'l risk associated with multiple exposures to general anesthesia.